Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue has not repeated since the reported issue occurred. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system became unresponsive on two occasions. The first unresponsive instance occurred while in the planning portion of the application software. The second occurred in the naviga...